Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was unable to perform displacement test due to blank display. Insulin pump had a blank display due to severely corroded battery tube noted. Insulin pump had a broken battery tube threads and broken battery cap noted. Insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube and broken belt clip slot.

Event description:
It was reported that the insulin pump had cracks and hipped pieces from battery cap. Customer's blood glucose was unknown. Customer's last blood glucose was 556 and she treated manually. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.